Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, high, out of range, pacing lead impedance was observed on the atrial lead. The issue was noted for the past year. The patient was stable and being monitored.